Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the motor was damaged, the electronic control unit (ecu) was damaged, the device had a sticky trigger, the bearing was worn, and the coupling was worn. It was further determined that the device failed pretest for check the attachment coupling. It was noted in the service order that during an unspecified surgical procedure it was observed that the device was not working. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.